Event description:
During an attempted implant, a lead perforation was observed.

Event description:
It was reported that the device was removed due to infection.

Manufacturer narrative:
Review of quality records. Device evaluation anticipated, but not yet begun